Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal delivery. The customer's blood glucose level was not impacted. The customer was to revert to using a back-up pump to manage diabetes.